Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Upon interrogation of the implantable cardiac monitor (icm), it was noted that the icm exhibited bluetooth low energy (ble) telemetry issue and had missing intracardiac electrograms (egms). No intervention was reported. The condition of the patient was unknown.